Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure to replace an implantable cardioverter defibrillator (ICD) with a cardiac resynchronization therapy defibrillator (crt-d), this patient died. On the morning of the procedure, the patient had undergone a ventricular tachycardia (vt) ablation and the patient was still intubated at the time of the device replacement. The chronic, non-boston scientific right ventricular (rv) defibrillation lead remained. After positioning the right atrial (ra) lead, the physician was trying to position a left ventricular (lv) lead when the patient experienced a sustained fast vt. An external shock was delivered, and the vt accelerated into ventricular fibrillation (vf). More external shocks were delivered, without success. The physicians performed cardiac massage and extracorporeal membrane oxygenation (ECMO), and also attempted to connect a dual chamber ICD to the implanted leads in order to stimulate the heart, all without success. The physician did not believe that the device or leads used in the procedure contributed to the patient¿s death. No products will be returned.